Event description:
An abnormal infusion rate was observed at refill in (B)(6) 2010 and (B)(6) 2011. The patient did not develop any symptoms. On (B)(6) 2011, the doctor planned to do a catheter dye test and rotor test, but was unable to inject or aspirate drug from the cap (catheter access port). The doctor determined the catheter was kinked and canceled both tests. On (B)(6) 2011, the catheter was replaced. During replacement, the doctor confirmed csf flow from the catheter on the intrathecal side, so the kink was at the pump side of the catheter. The doctor judged no pump malfunction. The pump was replaced with a new model due to the patient's request. The patient status was reported as "recovered". The device system was used to deliver gabalon.

Manufacturer narrative:
(B)(4).